Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation on product return.

Event description:
It was reported that during a knee replacement the blade broke at the distal end as well as the proximal end. It was also reported that all the broken pieces were retrieved and an x-ray was taken to ensure the broken pieces were not left behind in the patient, there was a surgical delay of unknown length. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that during a knee replacement the blade broke at the distal end as well as the proximal end. It was also reported that all the broken pieces were retrieved and an x-ray was taken to ensure the broken pieces were not left behind in the patient, there was a surgical delay of unknown length. It was also reported that the procedure was completed successfully.